Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to specify when the alleged inaccuracies first began. It was not reported what diabetes management routine the patient was following but the reporter did claim that in response to the high readings obtained with the subject meter, she gave the patient insulin doses that were ¿too high¿. It was reported that approximately 2 weeks prior to contact lfs, the patient was taken to hospital due to a ¿mini stroke¿, the reporter claimed that one of the causes of this was that her hba1c was too low. It was not reported if the patient received any treatment due to the product issue. At the time of troubleshooting, the csr noted that troubleshooting was unable to be carried out. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after receiving increased doses of insulin based on alleged inaccurate results obtained with the subject meter.